Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient electively underwent replacement procedure due to significant weight loss; the patient requested a smaller device. No allegations were made against the original device. The implantable pulse generator (ipg) was retained by the surgery center and will not be returned for analysis. Postoperatively, the patient was doing well.